Event description:
It was reported that a patient using the ilet experienced recurrent hypoglycemia after recent target adjustments intended to address prior hyperglycemia, and the patient was advised to treat lows and schedule an appointment for review of targets and potential factor recalibration. Symptoms included low blood glucose episodes. Outcomes included troubleshooting and education provided by support, with a recommendation for assessment by a trainer. Investigation included a phone-based assessment and guidance regarding target settings and potential therapy factor review. Investigation of this case revealed no confirmed device malfunction, with the event considered user- and settings-related with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.